Event description:
It was reported that this left ventricular (lv) lead was suspected to be fractured, causing the system to exhibit high out of range pacing impedance measurements of greater than 2000 ohms on the lv channel. The system was reprogrammed and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).